Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the system would not start up at the countdown of 00. Restarting the system did not resolve the issue. During troubleshooting, the rse found that the display within flexvision did not show any layout display at all. Review of the system log file showed that there was malfunction with the flexvision pc, and the host pc could not connect to the flexvision pc. The flexvision control unit on the cabinet side power was turned on directly and it resolved the reported issue. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1144-2024, z-1151-2024). After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not starting up. No harm was reported to philips. Philips has started an investigation of this complaint.